Event description:
It was reported a pericardial effusion, perforation and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient's atrium was noted to be small and the transeptal puncture was complex. After the transseptal puncture, an amplatz super stiff guidewire was advanced to the left atrium and it was noted a pericardial effusion occurred. It was initially minimal and during the procedure it did not increase. The procedure continued and was completed successfully with a watchman flx laa closure device implanted. One day post procedure, the pericardial effusion was noticed to have increased so a pericardiocentesis was performed to drain the blood. The patient fully recovered and was not admitted to the hospital beyond the standard of care.

Event description:
It was reported a pericardial effusion, perforation and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient's atrium was noted to be small and the transeptal puncture was complex. After the transseptal puncture, an amplatz super stiff guidewire was advanced to the left atrium and it was noted a pericardial effusion occurred. It was initially minimal and during the procedure it did not increase. The procedure continued and was completed successfully with a watchman flx laa closure device implanted. One day post procedure, the pericardial effusion was noticed to have increased so a pericardiocentesis was performed to drain the blood. The patient fully recovered and was not admitted to the hospital beyond the standard of care. It was further reported that the patient was discharged from the hospital one day post procedure.